Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience pro a, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the 2.75 x 28 mm xience proa stent was implanted in the distal lesion in the left anterior descending (lad) artery, with implantation of a 3.0 x 38 mm xience proa in the proximal lesion, overlapping the 2.75 x 28. A dissection was noted at the 2.75 x 28 mm xience proa, which was treated with implantation of a 2.25 x 12 mm xience proa. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary stenting procedure. Two stents were implanted in the left anterior descending (lad) (xience proa 3.0 x 38 mm, 2.75 x 28 mm). A stent edge dissection was noted and treated with a xience proa 2.25 x 12 mm followed by balloon angioplasty. Next a 4.0 x 18 mm xience proa stent was implanted in the left main. At some point, a dissection was noted in the left main, likely caused by the guiding catheter. Flow was reduced, and angioplasty and an addition stent was implanted (4.0x23). The patient became unstable but was successfully stabilized after a non-abbott heart pump was implanted. No additional information was provided.